Event description:
It was reported that surgical intervention took place where the patient's leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01934. It was reported the patient had multiple impedances on both leads. Surgical intervention is currently pending.